Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number: 07p87, that has a similar product distributed in the us, list number: 07p84, and a PMA number of p080023.

Event description:
The customer observed a false nonreactive alinity I anti-hbc ii result for a 54-year-old male patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID: (B)(6) initial result was 0.62, repeat results were 4.27, 4.513, and 4.355 s/co. There was no impact to patient management reported.